Event description:
Further, device information received from the field identified the manufacturing site is different than reported in the initial report. Therefore, this issue will be further followed under MFR. Report# 3006705815-2017-00285.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient scs trial procedure was abandoned as the physician was unable to advance the lead in to epidural space due to patient¿s anatomy.